Manufacturer narrative:
The device was manufactured august 8, 2017 ¿ august 10, 2017. Two actual units were received for evaluation with approximately 245 ml of fluid in the bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors did not flow. This was noted by the nurse prior to patient connection. There was no patient involvement. No additional information is available.